Event description:
The patient was unable to adjust stimulation because there was nothing on the lcd screen of the patient programmer. The pt programmer beeped three times and the lcd display faded out after the patient did a reset, but there was still nothing on the display. The patient tried different batteries. No pt symptoms were reported. The pt was directed to the MFR's loaner/repair for a replacement programmer.

Manufacturer narrative:
The programmer has been returned to the MFR for analysis which is not complete as of the date of this report. A follow up report will be sent when the analysis is complete.